Event description:
New information received notes that the insertable cardiac monitor (icm) under-sensing is reoccurring. No intervention was performed. The patient remained in stable condition and would be further monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient remained in stable condition.